Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was in the mid 200's (mg/dl). Reportedly customer saw insulin exit the tubing after a bolus was delivered and stated that there may have been as issue at the site. No damage was noted to the infusion set cannula. Reportedly, customer may have developed scar tissue and the infusion set was changed to address the event.